Event description:
The device was returned to the manufacturer after being explanted and replaced with no reason for replacement. The device was analyzed and tested out of specification. A follow up with the patient's healthcare provider yielded that the patient was presented in the hospital with syncope. The device was replaced due to elective replacement indicator (eri) and no interrogation possible with the device. The device was removed and a new device was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis determined that the reported no-telemetry condition was caused by a severely depleted battery. The device functioned nominally when an external supply was used and high current drain was not observed. Therefore, the cause for the battery depletion was not determined. The battery was analyzed and based on the destructive analysis results, no internal short occurred in the battery. The condition of the anode suggests the battery saw a higher device drain rate which would increase the discharge of the lithium along the edges and in the turns, as seen in the battery. Analysis of the returned device was inconclusive. This device was included in a field action, but product analysis found that the device did not perform as described in the field action. (B)(4).